Manufacturer narrative:
The complaint device is not being returned for evaluation and therefore the reported failure cannot be verified. It cannot be determined if the active tip sustained any damage that led to this type of failure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ it was reported that the tip was not near any metal but no further information was available to determine if the above mentioned factors contributed to this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is unavailable.

Event description:
The sales rep reported that during rotator cuff procedure the customer's vapr s90 4.0mm electrode with integrated handpiece began sparking in the patient's joint. The sales rep stated that the surgeon stopped using the device immediately. The sales rep reported that the surgeon completed the procedure with a second electrode and a second generator. The sales rep reported that there were no patient consequences or delays in the case. The sales rep stated that the generator settings were set at default and that neptune was used for suction. The sales rep stated that the sparking occurred as soon as the surgeon activated the electrode in the patient's joint in saline. The sales rep confirmed that the device was not near metal. The sales rep could not provide a lot number for the device and stated that the device was discarded.